Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the al326 (from kit fnc74) was fired (4) times and the jaw of the instrument broke off into the pt. The surgeon was not able to locate and retrieve missing piece.